Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Device evaluation: a field service engineer (fse) was dispatched and performed general checklist, cleaned and optimized optics and verified with daily alignment verification (dav) and mock treatment. System performing to specification. Also, application support manager (asm) provided phone support and advised surgeon of the importance of curvilinear capsulorhexis (ccc) technique, per training message to ensure decreased risk of radial tear. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one patient experienced a radial tear in the capsular bag. They did not need vitrectomy but the plan had to be changed from using a toric intraocular lens (iol) to a sulcus iol. No patient identifier information was provided. No additional information was provided.

Manufacturer narrative:
Correction: h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 01/28/2014, however the correct date is 05/20/2013. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.